Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to a tip fold over of the electrode array during initial implantation. The patient was reimplanted with another cochlear device during the same surgery.